Event description:
It was reported that the patient had difficulty maintaining a charge on her implantable pulse generator (ipg), which was hard to charge and lasted only half the usual time. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient had difficulty maintaining a charge on her implantable pulse generator (ipg), which was hard to charge and lasted only half the usual time. The patient underwent an ipg replacement procedure. Additional information was received indicating that there was, in fact, no ipg replacement procedure.

Event description:
It was reported that the patient had difficulty maintaining a charge on her implantable pulse generator (ipg), which was hard to charge and lasted only half the usual time. The patient underwent an ipg replacement procedure. Additional information was received indicating that there was, in fact, no ipg replacement procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.